Event description:
Patient admitted for cataract surgery. Physician started to use phaco and stopped because there were fibers. Phaco handpiece removed from sterile field along with machine tubing and bss bottle. Another incident involving same handpiece occurred where fibers were manually removed from incision.